Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the system high voltage cable and the temperature sensor as well as the generator batteries. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not produce an image. No patient injury was reported.